Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The service engineer found that the reported technical error code could be reproduced but that pre-use check passed normally. The cause was the monitoring printed circuit board (pcb). The monitoring pcb was replaced and returned for further investigation. The evaluation of received device logs confirms the reported technical error code on three occasions, the first time during ventilation on july 17, 2021, one month before the reported date of event. The date of event is updated accordingly. The visual inspection of the returned control pcb showed no anomalies. The returned monitoring pcb was installed in the reference ventilator. Pre-use check passed and ventilation worked as expected, but the reported technical error code was generated. The monitoring pcb supervises system power and it was found that a resistor related to this was broken. The conclusion is that the reported power error could be reproduced. The cause was a broken resistor on the monitoring pcb which did not adversely affect ongoing ventilation. Why the resistor broke could not be determined but is considered a random component failure.

Event description:
Manufacturer's ref. #: (B)(4).